Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that console pc was not booting up. To resolve the issue, the fse replaced lan cable and performed functional tests, after which the system was returned to use in good working condition. The codes were updated to no, based on the investigation outcome.

Event description:
It was reported to philips that the system's console computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.